Event description:
Removed inplant due to pt discomfort. Noticed what looked like rust on the plate. Cleaned it and screws and noticed the source was what looked like disintegration of most proximal screw of the distal cluster.